Event description:
The customer reported that during preparation for a laryngoscopy procedure, his olympus video system was not displaying an image. According to the initial reporter, the intended procedure was completed using a similar device without any harm to the patient or delays to the procedure.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The image was not present due to a defective connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a video connector failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.